Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complaint, attempts were made to obtain the explant date.

Event description:
It was reported the patient experienced ineffective stimulation. As a result the ipg was explanted in 2017 (exact date unknown).